Manufacturer narrative:
Upon return visual inspect of the guidewire did not reveal blood. There was a bend in the core proximal to the separation. The distal section was separate and not returned. The coils under the core appeared to be stretched. There was also evidence of twisting and slight necking on the separated end of the core, suggesting tensile and torsional loads. Furthermore, the tip coil failure may be attributed to tensile overload.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Event description:
Boston scientific received information that during an implant procedure when after finding a suited vessel for lead placement the lead was placed over the whisper stylet. When trying to insert the lead a bit further there was a lot of manipulation of the whisper stylet, and it appeared that the whisper stylet was stuck. Some force was used but the whisper stylet would not loosen. Finally the physician elected to used an already used balloon catheter for counterforce to try to loosen the whisper stylet. This resulted in the distal part of the whisper stylet to break while the rest of the whisper stylet came lose. The distal part of the whisper stylet remained in the vessel. The procedure was completed when another whisper stylet was used. The patient was released after the procedure was completed. The explanted portion of the whisper stylet will be returned for analysis.